Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient had system removed to have another medical procedure. Patient stated they had no symptom relief at full implant. It was indicated that the trial worked well but the full implant never provided benefit, so she stopped using it. Patient had system removed on (B)(6) 2017 because they needed to have an MRI. It was also reported that the root cause of removal related to the therapy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.